Event description:
It was reported that prior to use condensation was discovered in tube with an unspecified bd blood collection tube. The following information was provided by the initial reporter: it was reported there is some condensation in the tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use condensation was discovered in tube with an unspecified bd blood collection tube. The following information was provided by the initial reporter: it was reported there is some condensation in the tubes.